Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that half of the pump touch screen was greyed out and unreadable. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.